Event description:
It was reported that the m300 displayed a "bed disconnected" message at the associated ics (infinity central station). When a nurse responded to the pt room, the m300 was displaying a "discharge" message and appeared to have discharged the pt without user intervention. The hospital biomed evaluated the units and reported that after readmitting the m300 to the ics, the device was returned to use. When draeger initially received this report, it was determined to be not reportable because for an m300 unintended bedside discharge, an alarm will generate at the ics to alert the clinician. However, upon further investigation, there is concern about missing the alarm at the ics. Therefore, it was determined that this complaint is reportable. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.